Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient orders were not crossing. The customer reported that the user was unable to dispense the medication to the patient. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was performed from the date of manufacture, 18aug2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was discharged and temporarily admitted with an expired status, making them invisible on the station. The technical support specialist logged into pes, identified the issue, and advised the customer to readmit the patient to make them visible on the station. The system functioned as intended after the technical support specialist troubleshot the device.